Event description:
Procedure type: inguinal hernia repair. According to the rptr: while pushing through trocar to place the mesh, the rubber seal broke off, and was pushed with the mesh into the abdomen. The procedure was converted to open to remove the rubber seal from the abdomen. The case was delayed approx 45 mins to 1 hr. No bleeding. No pt injury was reported. No add'l info available at this time.

Manufacturer narrative:
Date initial report sent: 12/02/2008.